Event description:
It was reported that upon device interrogation, noise due to external magnetic interferences was observed. Patient is scheduled for a follow up. Device remains implanted. Patient condition is good. No further data available.